Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse found a diluent electrode had been disconnected. Fse instructed the customer to reconnect the wire for the diluent electrode. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review was performed aia-2000 instrument with serial number (B)(6) from 14-nov-2017 through aware date (B)(4) 2018 and did not find any similar complaints during the searched period. The aia-2000 operator's manual under appendix 3 flags states the following: diluent shortage (ds) indicates inability to conduct assay operation due to the diluent shortage. Replenish the diluent and reschedule assay operation. The most probable cause of the reported event was due to the diluent electrode had been disconnected by the customer.

Event description:
A customer reported diluent shortage (ds) flag with a full diluent bottle on the aia-2000 instrument. Technical support (ts) instructed the customer to make fresh diluent and clean the diluent bottle level sense electrodes as it was possible the diluent level sense cable became disconnected. However, upon followup, the customer was still getting diluent shortage after cleaning the level sense rods and no cracked cap or frayed wires were observed. The customer stated that they made the diluent fresh the night before. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), progesterone (prog ii), lutenizing hormone (lhii), and parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.